Event description:
Customer reported to our international affiliate that the tubing detached spontaneously from the luer connected to the pt (no force was applied to it). It caused "hemoragy" for the pt. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The subassembly in question is a00081 and is manufactured by smiths medical asd. This assembly is incorporated into the finished product by our international affiliate. The finished product is further assembled, packaged and sterilized by smiths medical international. The customer indicated that samples were unavailable for return. Smiths was unable to confirm the issue or determine a possible cause without returned product eval. This issue is being monitored for trend. No additional action is necessary at this time. Smiths considers this MDR closed with this report.